Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a cable with compromised insulation. Observed in sterilization, with 4x magnification per the instructions for use (IFU). There was no report of any issues with the instrument the last time it was used. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the insulation over the conductor wire was compromised. It is unclear if the damage would lead to arcing in future cases. The cable was intact, and there was no report of loss of cautery associated with the damaged cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and have damaged conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.